Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04783 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04783 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04783.pdf].

Manufacturer narrative:
(B)(4). Batch # p55d0j. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a gastric bypass, at the moment of the second firing, the echelon got stuck at 1/3 of the firing. The technician explained how the device could be unlocked, but without success. The technician provides another echelon for the surgeon to continue the procedure. The echelon got stuck, when surgeon firing the blue cartridge.